Event description:
A mother reported via phone call indicating that the customer's insulin pump alarmed no delivery. The customer's blood glucose level was 503 mg/dl at the time of the call. The customer was treated with a syringe. The mother declined troubleshooting the issue and stated that they will change the entire set. The customer was not hospitalized and customer did not return the product back for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.